Event description:
Original ventricular assist device (vad) was implanted approximately four months ago. The patient was readmitted about five weeks later for suspected thrombus in the vad pump evidenced by power spikes, increased hemolysis with stable hematocrit and increased shortness of breath with minimal exertion. The vad pump was explanted for weeks later and returned to the manufacturer.====================== manufacturer response for ventricular assist device, thoratec heartmate: requested the pump back for evaluation.